Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 6,657; time expended: 1:31 minutes; the fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a prostate procedure, forward firing was observed. The physician was able to complete the procedure with the same fiber. Patient outcome &#50123;&#55314;eported.